Manufacturer narrative:
Additional information: section a-3b patient gender: male section a-4 patient weight: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Efforts were made to contact the customer account for additional information regarding the complaint, but no response has been received to date. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The dxw150 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Due to complaints of wrong power, blurry vision, diplopia, and the patient not tolerating the lens, the iol was explanted in a secondary surgical procedure and replaced with a dxw225 22.5 iol. There was no incision enlargement, no medical attention, no medication prescribed (outside of standard care), no procedural delays, no sutures, and no vitrectomy during the explant procedure. Best corrected visual acuity (bcva) pre-operative was reported as 20/25 and post-operative was 20/20. Patient prognosis post lens exchange was reported as temporarily impaired. No further information is available.